Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation due to the left ventricular lead. The lead also had high threshold. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.